Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. 3 additional consumer events were communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Manufacturer narrative:
Correction: b4 - added today's date of the follow-up report. D4 - changed lot number to 3688200. Please update lot from original report.